Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the device and an infection along the incision. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral, topical and IV antibiotics (specific dates and duration not reported).